Event description:
PICC line placed (B)(6) 2013 and started leaking clear fluid from insertion site after placement. Dressing was saturated and changed. Pt is unsure where leak was coming from (external or subcutaneous). PICC line remained in for entire hospital stay and PICC line was dc'd after completion of therapy. Pt did not experience any complications from event.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after removal. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.